Event description:
The dentist report that this abutment screw fractured.

Manufacturer narrative:
The complaint investigator's visual inspection of the radiograph provided by the dentist confirms the fractured iunihg certain® gold-tite® hexed screw abutment screw. No lot was provided for review, therefore a device history record review was not able to be completed. A definitive cause for this event cannot be determined.(B)(4)

Manufacturer narrative:
This device has not been returned.